Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material#: 383536 batch#:2202381, 3024625, 3011704. It was reported that defective "nexiva closed IV catheter system - dual port" by the purchasing agent for the hospital 3 separate nexiva devices had issues: 1) had a leak at the hub 2) couldn't disengage the needle 3) simply described as "malfunctioning" there are photographs of all 3 defective devices. The packages and devices were saved and are available to be shipped back to bd. Please reach out to the customer to arrange for shipment back to bd.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 3 photos and 2 opened 20gx1.00in nexiva devices from lot 3024625 and lot 2202381 for the investigation of this complaint. No unit was returned from lot number 3011704; only a photo of the top web. The other two photos appeared to be the images of the returned samples. The needle from lot number 3024625 was inspected and found to not be moving freely, indicating interference between the washer and needle. Your report of needle disengagement difficulty was confirmed, and the cause appeared to be associated with a poor fit between the needle and safety mechanism on the 20g nexiva device. Debris was observed within the safety mechanism washer, which likely contributed to the reported event. This debris may have been introduced from the raw material. The appropriate personnel have been notified. A device history record review showed no non-conformances during the production of this batch. The device from lot number 2202381 did not reveal any damage to the components and did not display any issues with general functional testing. A device history record review showed no non-conformances during the production of this batch. Only the top web label was returned from lot number 3011704. Without the physical sample, testing for leakage could not be performed. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.